Event description:
Philips received a complaint by the customer on the v60, indicating that the pressure sensor reported an error. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer called in to report that the pressure sensor reported an error. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the replacement of the data acquisition (da) printed circuit board assembly (pcba) to resolve the issue. Device evaluation and repair are pending.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
H10: a field service engineer (fse) went onsite and confirmed the reported issue. The fse reconnected the power cord, turned on the machine, and confirmed the reported issue was still present. The fse replaced the data acquisition (da) printed circuit board assembly (pcba) and solenoid valves to resolve the issue. The fse replaced the da pcba and solenoid valves to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.